Event description:
This deals with facility's inventory of baxter IV tubings. Both 10 and 60 drips are having the rubber stopper on the y-site totally or partially separate from the tubing creating an exposure risk to the facility medics. The failures seem to be happening on units mfg on 99/10.